Manufacturer narrative:
B.5 ¿ use bd epicenter¿ single user software in description.d: medical device brand name: bd epicenter¿ single user softwared.3 common device name: calculator/data processing module, for clinical usemedical device type: jqpudi: 00382904410070g: 510k: exempth.6 investigation summary the client receives an aerobic blood culture from 2023 associated with a patient from 2022, the patients are different but with the same access number. He doesn't understand why the system (444165/ sn jrpn117002n3) reconnects an already targeted blood culture to a new patient. Fixed issue on specific repeated sample by finalizing the old one and moving the new tests to the new sample. Upon followup, the customer reports 2 more problem samples and was also solved by finalizing the old ones and moving the new tests to the new samples. Performed deep database cleanup by adding "old22" ending to 2022 samples to prevent the same situation from happening again. Advised the customer on how to prevent the issue from recurring. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of april. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the nuc 4 os img iot10/epi 4.0 that there was misassociation. The following information was provided by the initial reporter: the client receives an aerobic blood culture from 2023 associated with a patient from 2022, the patients are different but with the same access number. He doesn't understand why the system reconnects an already targeted blood culture to a new patient. I would like to avoid these problems in the future.